Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29oct2018. (B)(4). The manufacturer¿s international customer specialist confirmed the reported issue and a credit was authorized for failed device.

Event description:
The customer reported that the touchscreen failed out of box. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 24jan2019. Date rec'd by MFR: 22jan2019. . Failure analysis on this returned v60 ventilator shows that this failure was isolated to the graphic user interface touchscreen s/n - (B)(4) which was out of specification. This customer returned touch screen was scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.